Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer is not performing the air removal step. Clinical support informed customer that not performing the air removal step is off label per the tandem user guide. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries. Customer¿s blood glucose level was 100-200 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.